Manufacturer narrative:
This report is submitted on january 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement following an MRI (tesla unknown). Revision surgery to replace the magnet has been scheduled but not taken place as of the date of this report.